Event description:
It was reported that this patient's implantable cardioverter defibrillator recorded beeping tones and noisy signals on the right ventricular (rv) channel. Upon clinic evaluation, the noise was able to be reproduced. Rv measurements were adequate, however, an out-of-range (oor) decrease of less than 200 ohms in the pacing impedance was noticed. Technical services (ts) reviewed this case and noticed the lead noise has been presented for a couple of years and indicated the patient was fortunate of not received inappropriate shocks due to this issue, as the noise has been oversensed many times. Ts recommended a lead revision as critical therapy may no be guaranteed and no programming solutions are available. According to the sales representative, the plan is to replace this rv lead at battery depletion interval. This rv lead remains in service and no adverse patient effects were reported.